Manufacturer narrative:
(B)(4). This complaint for a report of air in the patient line going into the patient was not confirmed. Per the complaint information, the cause of the air in tubing is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center air in patient line while on the homechoice (hc) system during initial drain. The home patient (hp) reportedly forgot to open the patient line clamp, connected and then noticed air in the patient line. The technical service representative (tsr) assisted the hp to end therapy and advised to use new disposables. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp's caregiver (cg) regarding the reported event, it was revealed that the hp was able to complete his therapy successfully after restarting with new supplies. Per cg, the hp was fine there was no patient injury or medical intervention associated with this event. The cg stated the hp has been doing fine with his therapy.